Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 10/21/2015. Date of follow-up report (1): 11/05/2015. Date of follow-up report (2): 1/19/2016. Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Manufacturer narrative:
(B)(4). Evaluation of the returned sample confirmed the reported failure. The investigation found the hub divider had shifted in the hub, causing bypass flow in the inflow tube near the hub divider. This resulted in a temperature alert and non-function of the antenna. Covidien is investigating corrective action.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a liver tumor ablation procedure, a temperature alarm occurred and the procedure was interrupted. The antenna was removed from the patient and another antenna was inserted to complete the procedure. This resulted in a procedure delay of over 30 minutes.